Event description:
Review of device disk data showed the impedance had increased, and measured as high as 11,000 ohms. Both hv coils measured out of range. The lead was replaced. No patient complications have been reported as a result of this event. Additional information was received in a lawsuit which further alleged that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages".

Event description:
Review of device disk data showed the impedance had increased, and measured as high as 11,000 ohms. Both hv coils measured out of range. The lead was replaced. No patient complications have been reported as a result of this event. Additional information was received in a lawsuit which further alleged that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages". It was further alleged from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased and "death associated with explant."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed the following: there was high ventricular impedance/resistance. The weekly hvb/svc impedance measurements were consistently in the 40s - 50s until the week ending (B)(6) 2007 when the max value was 98/96 ohms respectively. The range of values through the week ending (B)(6) 2008 was 49 - 11,704 and 61 - 15,400 ohms respectively. Both max values were infinite the week ending (B)(6) 2007. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.